Event description:
Philips received a complaint on the v60 ventilator indicating that the device had failed a touchscreen calibration after the touchscreen had failed to detect touch. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that, per the touchscreen diagnostic screen, the touch position was off in all areas other than the center of the display. The rse provided the customer with the part information for the touchscreen to order a replacement. In a good faith effort (gfe) response from the customer received on 05nov2024, it was confirmed that a replacement touchscreen was ordered, received, and installed into the device. The customer confirmed that the replacement touchscreen resolved the touchscreen issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.